Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2016; 5076-58 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire pacing system and capped right ventricular (rv) lead was explanted and will be replaced. No further patient complications have been reported as a result of this event.